Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm: 4190190 300-50-45 - 4.5mm short rep plate: 4058213 310-00-47 - xs huml head, 47mm xs offset hum head: 3601540 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 10 years and 2 months post the initial right total shoulder arthroplasty, the patient was revised due to disassociation of the polyethylene. The patient had been experiencing pain and weakness since 2024 without a specific mechanism of injury/trauma. Total shoulder arthroplasty glenoid poly shear failure was found on x-ray. The replicator plate, torque screw, humeral head and glenoid were removed and the patient was revised to an exactech hybrid implant. The outcome is considered to be resolved.